Manufacturer narrative:
(B)(6). Exact date of when device became loose is unknown. This report is for 1 unknown radial head prosthesis. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for 1 unknown radial head prosthesis. PMA/510(k) number is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the radial head prosthesis removal case was done on (B)(6) 2015 due to its loosening. Initially a patient was implanted with radial head and stem prosthesis on (B)(6) 2015. No reported issues during the initial surgery. Postoperatively, the patient complained of a pain. The postoperative x-rays taken on an unknown date revealed that the radial head prosthesis has loosened. Hardware removal surgery was performed on (B)(6) 2015. All the hardware removed intact with no issues. Patient was not revised to new hardware. The surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. Patient status following surgery is unknown. This report is for one (1) unknown radial head prosthesis. This is report 1 of 2 for (B)(4).